Event description:
It was reported that a lead warning occurred on the right ventricular (rv) lead for an associated insulation breach. The rv lead later encountered low impedance, and high thresholds. The lead was capped and replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5554-45 implantable pacing lead (B)(6) 2008. (B)(4).